Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained:was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? The surgeon states they ¿couldn¿t open the stapler¿. When I asked if it was locked on tissue, he said no there was not that serious of an issue. I suggested after firing, when the device was closed to remove it from the trocar maybe that was when they could not open the device. The surgeon said he didn¿t remember. I am not sure if the jaws eventually opened for the staff, when I packaged up the stapler the jaws were still closed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staff stated that the stapler would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55w3j. The analysis found that one ec60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.